Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, a 0 cc/min fluid loss alarm occurred at 8 minutes into the ablation phase. No leaks were observed, and the procedure was continued. With 30 seconds left in the ablation phase, the patient moved slightly under sedation and the physician ended the procedure. No additional alarms or error codes were generated, and no leaks were observed. It was also noted that the patient had a submucosal fibroid that was 4cm in size. On (B)(6) 2011, upon patient follow up, the physician observed "either a burn or minor laceration" of the upper vagina. The effected area was treated with vaginal estrogen cream and metro gel. The patient is reported to be doing well. An additional attempt has been made to obtain follow up event details with no response from the clinician.